Event description:
A discordant, falsely low sodium result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument and an alternate dimension vista instrument, resulting higher on both. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data and did not find an instrument malfunction. The cause of the discordant, falsely low sodium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.